Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. During visual inspection, electronics stack and force sensor was corroded. Unable to verify failed battery test alarm due to blank display. Unable to perform displacement test, self test, sleep current measurement and active current measurement. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer received replace battery alarms. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment and spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the alarm did not clear. The insulin pump will be returned for analysis.